Event description:
A 53-yr-old male underwent laparosocpic bilateral inguinal hernia repair with marlex mesh. Initially the spacemaker surgical balloon dissector had an air leak and the balloon wouldn't inflate, subsequently the balloon inflated, subsequently it was noted that pt sustained a periotoneal tear which lengthened the surgical procedure and required surgical repair with endostitches. The physician couldn't state with certainty whether initial failure of balloon to inflate caused the pt's peritoneal tear. Pt admitted 23 hrs and discharged in stable condition.